Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1727801, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) shuttle did not "drop" down to the procedural sheath introducer.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) shuttle did not "drop" down to the procedural sheath introducer. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. A 5f procedural sheath (off label use) was returned with the device. The device¿s distal shaft was inspected for anomalies i.e. Kinks, deformity that may have obstruct the device path during insertion. No anomalies were observed. A review of the manufacturing documentation associated with lot f1727801 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿shuttle advancement issue¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer was the use of a 5f procedural sheath (off label use) during the procedure. The IFU specifies that 5f or smaller sheaths must be exchanged to a 6f or 7f before inserting the mynx. Failure to follow the IFU by using a smaller than specified sheath size with the device may result in resistance during shuttling or device jam. Neither the product history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.